Event description:
On (B)(6) 2012, pt reported the infusion headsets leaked insulin 3 times when bolusing on (B)(6) 2012. He noticed the issue when his shirt and the adhesive became wet with insulin. One cannula was bent after the headset was removed. An insertion device is used to insert the headsets. He practices site rotation using his stomach and sides. He does hear an audible click when the tube is attached to the headset. The infusion sets were replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint describing a leak on the headset cannot be verified; the headset meets product specifications. Two returned opened samples were visually inspected and tested for flow and tightness. All test results were within specification.